Manufacturer narrative:
An event regarding wear involving a mets distal femur femoral bearing components was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to bushing wear. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As per pss implant request: diagnosis: right distal femur mets with bushing wear. Need to change all the articulating parts of the right distal femur mets with the metal-based tibial component (stryker-stanmore) while keeping the distal femur components and the metal-based tibial components. Planned surgery date (B)(6) 2023